Manufacturer narrative:
Review of information as reported to lifecell, review of the device history records and complaint history records associated with lot 10701. Results of evaluation: no failure detected. - qa investigation into lot 10701 resulted in no remarkable findings including no other complaints reported against the lot aside from the two reported together by this same facility. - as of 05/18/2017, (B)(4) units were distributed from lot 10701. - lot 10701 was terminally sterilized and met all qc release criteria. No related deviations or nonconformances were revealed during manufacturing. The facility reported that no packaging defects were identified prior to use and the device was used in accordance with the instructions. In addition, no device malfunction occurred during the procedure. The IFU warns that potential adverse effects associated with the revolve system include local infection. While a relationship between the post-operative infection and the revolve device could not be conclusively determined, based on the qa investigation resulting in no remarkable findings and that two other infection complaints for the same procedure were reported by this same facility/surgeon within a 3 month time frame, the event is unlikely related to the device. It should be noted that from harvest to injection, multiple non-lifecell devices/components contact the autologous fat during the procedure (liposuction tubing, cannulas, syringes). Device not returned for evaluation.

Event description:
Three infection complaints were reported together at the same time by the same facility associated with revolve lot 10701. This complaint is associated with patient 3. (Refer to manufacturer reference number 1000306051-2017-00026 for patient 1 and 1000306051-2017-00027 for patient 2.) It was reported that a (B)(6) female patient had undergone a vaser lipo procedure with fat grafting to the buttocks on (B)(6) 2017 using revolve performed by dr. (B)(6). The facility reported that prior to use, the packaging appeared intact, the device was opened onto the sterile field immediately, and single procedure instructions were followed. The fat was harvested and cleaned per protocol and the case was completed with no reported issues. The patient was seen post-operatively by the nurse twice with no complications, however on (B)(6), began to show signs of infection on the buttocks. Symptoms included fever, pain, inflammation in the right groin/hip area and left upper buttocks. The patient was prescribed antibiotics by the surgeon. Subsequently, the patient was admitted to the ER where she received IV antibiotics for two weeks. It is unknown whether cultures were taken at the hospital. No other devices were implanted at the time of surgery. The infection has resolved and the patient is being treated with post-op care. The surgeon attributed the infection to the fat that was transferred.